Event description:
Procedure type: low anterior resection. According to the reporter: during procedure, the expandable sleeve was inserted into cavity without a problem. The trocar was inserted. It passed through the expandable sleeve and soon the white tip appeared in the cavity, but the black cannula would not appear. It seemed to be stuck around the peritoneum. The surgeon continued to insert the trocar. The black cannula appeared in the cavity. However, the distal end of cannula was broken and missing. A new device was opened to complete the procedure. After about 2 hours, the broken piece was found stuck in the subcutaneous tissue and was retrieved. New device was opened to complete procedure. There was oozing and tissue damage. No ill effect on the pt.

Manufacturer narrative:
(B)(4).